Manufacturer narrative:
E1: establishment name: (B)(6). Street: (B)(6). City: (B)(6). State, province or territory: (B)(6). Country: united states of america. Post office or zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced adhesive issue on (B)(6) 2026 as the infusion set dropped on from abdomen in less than 48 hours.